Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
The reporter claimed that the patient had a seizure on (B)(6) 2011 at around 8:30 am and was treated with glucagon. The patient's blood glucose was not check prior to the seizure incident. Upon arrival, the paramedics tested the patient at 295 mg/dl. The patient was taken to hospital where he was on IV fluid. The patient had a CT scan due to a red mark on his head. Reportedly, the patient's lip was bleeding. The patient bit his tongue during the seizure, but did not require any stitches. The patient was discharge from the hospital on the same with a blood glucose reading of 319 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged low blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The pump was not suspended. There was no history alarm. All bolus and basal insulin added up to the total daily dose. On (B)(6) 2011 at 3:03 am, and 5:47 am, the patient tested at 131 mg/dl, and 121 mg/dl respectively. At 8 am, the patient made eggs, ate, and then had the alleged seizure. It is not known what contributed the patient seizure at the time of concern. The patient reportedly lowered his basal rate after the incident. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient received medical intervention suggestive for hypoglycemia while the patient managed his diabetes with the animas pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.